Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture thresholds. No intervention was performed. It was noted that the patient was not present.